Event description:
Procedure: laparoscopic hysterectomy. According to the reporter, the surgeon had loaded the endostitch v-loc cartridge into the endostich handle for another surgeon. He was showing her and explaining how to use the endostitch to close the vaginal cuff. The other surgeon was inexperienced using the device according to the circulating nurse. Somehow half of the endostich needle broke off when she was attempting to close the vaginal cuff. They could not locate the half of the needle, so they did xray to locate the piece of needle. It was embedded in the patient's vaginal cuff. The surgeons decided there would be more harm to the patient to dig out the needle piece so it was left in the patient. The vaginal cuff was closed with 0 maxon suture. The suture with half the needle attached is being evaluated at the user facility. The patient is experiencing post operative pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/17/2015.

Event description:
Additional follow-up from the account: the procedure was a laparoscopic hysterectomy. The user, states she loved the device and was initially taking the posterior layer of the vagina and once tissue was close together and she was closing the posterior and anterior vaginal cuff that is when the needle broke. Decision was made to leave the needle in. This was disclosed to the patient the next day and the patient requested removal. The removal was done laparoscopically as well with a partial vaginectomy, fluoroscopy and 300ml of blood loss. In hindsite, the surgeon felt the vaginal cuff may have been too thick to take the posterior and anterior layer together. The patient had adenomyosis reported on pathology and the surgeon stated the vagina was extremely vascular.

Manufacturer narrative:
(B)(4).